Event description:
A customer reported a recurring malfunction with a pump, which displayed malfunction code "malf 12." The customer's blood glucose level did not exceed 500 mg/dl during these occurrences. The customer resolved previous incidents by resetting the pump, but was advised by technical support to switch to an alternate therapy, mdi, and was sent a replacement pump.